Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level of 478 mg/dl, at the time of incidence. Customer was treated with manual injection and bolus for high blood glucose level. Customer reported that the insulin pump was under delivering as they had high blood glucose level. Customer reported that they had abdominal pain. The insulin pump will not be returned for analysis.